Event description:
Title: transanal repair of anastomotic leakage after oncologic low anterior resection: a prospective cohort. The aim of this single-center study was to evaluate the effectiveness of early detection, sepsis control, and transanal repair in managing anastomotic leakage. This study also presents the surgical method and results of an anastomosis-preserving approach to handling anastomotic leakage after low anterior resection. It applied a protocol of early detection, irrigation, and drainage, and a temporary diverting stoma, followed by secondary transanal suture using either a transanal minimally invasive surgery access platform or conventional retractors, as appropriate between january 2018 to june 2022, a total of 21 patients were included in the study, 16 males and 5 females with the mean age 65.5 years. Applying interrupted vicryl 3¿0 sutures followed up were unknown. Reported complications: anastomotic leak-n=11, treatment: not reported, had dehiscence of more than half of the circumference-n=3, treatment: not reported. In conclusions, this anastomosis-preserving approach for treating anastomotic leakage shows promise, potentially preserving bowel function and reducing permanent stoma rates.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6: component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: tech coloproctol. 2025 feb 14;29(1):67. Https://doi.org/10.1007/s10151-024-03103-1. Pmid: 39951169; pmcid: pmc11828829.